Event description:
It was reported by the customer that pyxis medstation es system screen got stucked and displayed with the message "carefusion". The customer successfully retrieved medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that screen got stucked and displayed a blue screen on a station. A technical support specialist installed remote support service version 4.12 and rebooted the device thereby resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.